Manufacturer narrative:
The associated devices were returned and evaluated. A visual / functional inspection of the returned devices confirmed the stated failure mode. A pin was stuck in one of the fixation holes. The fixation holes were damaged with many burrs and score marks from repeated use. The pin was also damaged from the attempted use in the damaged fixation holes. The devices were manufactured in 2006 and 2018 and exhibit signs of extensive wear / usage. A dimensional inspection was attempted on the fixation holes but they were too damaged to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batches. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a tka procedure, trocar pin cold welded to cutting block. Surgeon pulled the tibia cutting block off and free handed the tibia cut. No delay. No revision surgery performed. Procedure was completed with the same device. No injury or impact to patient reported.